Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for not sure if the pod was delivering insulin and bleeding.

Manufacturer narrative:
Inspection of the download data found no timeouts, drive stalls, or hazard alarms that would suggest a struggle to deliver insulin. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. The pod was found to function as intended. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. The exposed portion of the soft cannula was observed to be flattened and stretched resulting in the soft cannula being longer than specification at 1.133 inches. Despite the damage fluid was found to flow freely through the entire intended fluid path. No timeouts or drive stalls were present in the download data to suggest damaged cannula impacted the pod's ability to deliver insulin. It could not be conclusively determined when the soft cannula was damaged. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone17.1 cloud - cgm sensor type g6